Event description:
A medwatch report was received from a surgeon, who reported that during a procedure, he noticed a "difference" in the vitrector's function as soon as the pedal was depressed to perform removal of vitreous. The case was able to be completed by bringing in a phaco unit and after use of two additional sets of equipment for the vitrector being opened. The surgeon reported that the pt's vitrectomy was "suboptimal." There was an increased size of the tear temporally. The pt may have to return for a second procedure. Additional info received from the customer indicated a secondary procedure was not necessary.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).